Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 748951, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2005. Product type: programmer, patient: product ID 399930, lot# j0454942v, implanted: (B)(6) 2005. Product type: lead. (B)(4).

Event description:
It was reported the patient never had therapeutic effect. Patient had acute pain in lower lumbar region following implant. Patient had had multiple surgeries before getting the implantable neurostimulator (ins). The patient attempted to get the device reprogrammed but stated it "never seemed to help with the pain." It was noted the patient had a second surgery approximately two to three weeks after the ins was implanted. The patient was uncertain of what the surgeon did during the second surgery but stated "it never really helped." It was noted the patient could turn the stimulation on during the day and it was "okay" but then at night the patient would "vibrate like a tuning fork" and they would have to turn stimulation down. It was noted the patient ended up no longer using the therapy. The patient's health care provider recommended having and MRI so the patient wanted to get their device removed. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.